Event description:
It was reported that during a da vinci-assisted pancreatectomy - distal surgical procedure, the generator passed test. After inserting the instrument, the tip was noted to be broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The harmonic insert was found to have a broken blade. The blade broke roughly 0.074¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.